Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, (B)(4), implanted: (B)(6) 2004, product type: lead. Product ID: 3095-10, (B)(4), implanted: (B)(6) 2004, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (chp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had their ins system explanted (ins and extension) for unknown reasons at an unknown time (as they could not recall when) but the lead was left abandoned/implanted. It was noted that the implanting physician in 2004 was no longer in practice. The system was then replaced on (B)(6) 2019 and under x-ray it was visible that the old lead was left abandoned. The current implanting doctor made the decision to leave it implanted. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was also unknown if there were any diagnostics/troubleshooting were performed or any interventions/actions taken to resolve the issue. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.